Event description:
It was reported that the device intermittently charges. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). It was reported that the device intermittently charges. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the issue was verified. The power pca was found to be defective. Replacing the power pca resolved the reported issue. The device passed testing and was returned to the customer.